Manufacturer narrative:
Evaluation codes results: lack of information (unknown case of reaction), conclusions: lack of information (unknown case of reaction).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that approximately two weeks post stent graft implant, the patient broke out with a rash. The patient was put on steroids and the rash went away after a full cycle of medication. After the patient stopped taking the medication, the rash returned. The patient will be seeing his dermatologist and getting tested for allergies. Currently, no intervention has been performed and no additional clinical sequelae were reported. The patient will be monitored and is fine.